Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported it was not possible to change the hakim valve setting. The valve was implanted via l-p shunt on (B)(6) 2020 with an unknown initial setting. The valve was used with the silascon® lumbar catheter (manufactured by kaneka, product code: 702-jj). However, on (B)(6) 2020, it was not possible to change the setting; therefore, the valve was changed to a new one on (B)(6) 2020.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Device history review (DHR)- there is no indication that the production process may have contributed to this complaint. Failure analysis- the valve was visually inspected; the silicone housing was torn/cut around the siphon guard as well as marks on the siphon guard. The valve passed the test for programming, flushing, siphon guard and pressure. Due to the damaged silicone housing, the valve could not be leak and reflux tested the root cause for the damaged silicone housing is probably due to user error. As noted in the instructions doe use (IFU) silicone has a low tear/cut resistance. The root cause for the marks in the siphon guard are probably due to a sharp or pointed object coming into contact with the siphon guard. The possible root cause for the programing issue reported by the customer was probably due to biological debris, at the time of investigation no programing issue was noted.

Event description:
N/a.